Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. An infusion at 101 ml/h (and not 1011ml/h as the complaint description) started, and after 1h30 of the infusion, the flowrate was increased until 859.268ml to finish the volume. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. See attached investigation report for details of infusion setting and infused volume. As per provided local tests, the flow test is compliant no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue, pump infused as programmed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: the medication was installed at 12.35 p.m. Etoposide was to be infused in 1 hour, total volume 1010.05, infusion was programmed with a flow rate of 1011ml/h, but after 1.5 hours it was detected that no volume had been infused, and the panel showed infusion programming in 8 hours. This prolonged the patient's stay in the clinic. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.